Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what was done to treat the shard penetration? Penetration only broke the first glove barrier, tech removed gloved and put on new one ¿ was medical or surgical intervention required? No ¿ was there any special diagnostic test performed? No ¿ what is the status of the surgeon injury today? Not known ¿ was it difficult to break the ampoule (was extra force needed to break the ampoule)? No ¿ was the ampoule crushed repeatedly? Yes ¿ can you identify the lot number of the product that was used? Didn¿t save pen from original lot number ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6) . As the lot number for the device involved in the event was not provided, the full UDI is currently not available. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a end of colon resection procedure on (B)(4)2024 and topical skin adhesive was used. The adhesive pen had glass go through plastic when squeezed and used at end of procedure. Glass went through first layer of nurse glove, no harm done to nurse or patient. Device was discarded and another one was used. Procedure was completed successfully without any surgical delay. There was no patient consequences reported. Device was not available for return. Additional information has been requested.